Event description:
On (B)(6) 2009, the patient reported that the up and down buttons of his infusion device do not work properly. At the time of the report, the patient confirmed the volume and vibration of the infusion device were turned on and he pressed and held the up bottom. The infusion device beeped, but did not vibrate. He pressed and held the down button and the infusion device did not respond. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and be returned for evaluation.